Event description:
Increasing thresholds eventually led the physician to program a 7.5vx1.0ms output, leading to an early battery depletion. The device has been replaced, and the left channel pacing has been turned off. The lead remains implanted but no longer in use. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2022 recorded the varying sensing amplitude between approximately 2 mv and 3 mv and the pacing impedance was found varying between approximately 250 ohms and 280 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.